Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via (B)(4) that an ar-3600h hip fibertak suture anchor broke during the anchor insertion. This was discovered during a labrum repair with no patient harm. On 24-mar-2026 the sales representative provided the following additional information via email: an ar-3600nd-3h knotless hip fibertak 1.7mm flex drill was used to prepare the bone socket for insertion of the implant. The bone quality of the patient was not provided. A piece of the instrument did break but all pieces were retrieved.